Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cables damaged) has been confirmed. Upon investigation the dn to rear therapy electrode cable, the ECG c&d cable, front therapy electrode cable, and trunk cable were all pulled from the strain relief, damaging wires in the cables. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the cables were damaged.